Event description:
Patient was sleeping in lenses for 1 month at a time as per FDA package labeling for air optix night and day contact lenses. Developed an eye threatening pseudomonas aeruginosa infection requiring corneal scraping and round the clock fortified antibiotics to stabilize and after several weeks still has not fully healed. Patient reported removing her lenses a few times a month to clean them and that she overwise took care of her lenses b y changing the case and the bottle of solution. Route: ophthalmic. Therapy duration: 10 years. Diagnosis or reason for use (indication): myopia. Event abated after use stopped or dose reduced: no.